Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, thoracic surgery guided hydrothorax percutaneous drainage catheter placement procedure using navarre opti drain with two problematic drainage tubes, both occurred at the white connector where the drainage tube connects to the connecting tube. One split, and one directly disconnected. Both tubes occurred during the second postoperative drainage of the chest cavity. The two tubes can be clearly seen splitting and fracturing, causing the patient to leak effusion and develop a pneumothorax.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows an implanted drainage catheter connector was attached to external connector in which the catheter hub was noted to have a longitudinal crack. Therefore, the reported catheter connector fracture, fluid leak issues are confirmed. The definitive root cause for the catheter connector fracture, fluid leak issues could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI), g3, h4, h6 (component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, thoracic surgery guided hydrothorax percutaneous drainage catheter placement procedure using navarre opti drain with two problematic drainage tubes, both occurred at the white connector where the drainage tube connects to the connecting tube. One split, and one directly disconnected. Both tubes occurred during the second postoperative drainage of the chest cavity. The two tubes can be clearly seen splitting and fracturing, causing the patient to leak effusion and develop a pneumothorax.